Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2020, the reporter contacted animas alleging that the patient experienced a blood glucose of 267 mg/dl with increased urination, increased drowsiness, increased thirst and blurred vision associated with a loss of prime issue. Reportedly, the patient remained on the pump and was treated with 4 units of insulin administered by the patient's husband. During troubleshooting with customer technical support (cts), it was noted that patient was using expired cartridges. It was also noted that the patient had a subsequent low blood glucose of 39 mg/dl with dizziness and being unsteady on feet after husband administered 4 units of insulin. This pi is being reported due to the patient experiencing an adverse event as a result of user error from the patient using expired cartridges.